Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins). It was reported that MRI compatibility guidelines were requested. MRI due to problem with device or therapy. Patient reported dizziness. This was considered a sudden change in therapy/ symptoms. Patient leads and ins were implanted today.

Manufacturer narrative:
Concomitant medical products: product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the patient¿s sudden change in therapy and dizziness was not known at this time. They stated that the patient¿s leads were removed to resolve the issue. The hcp noted that the lead removal resolved the patient¿s change in therapy and dizziness. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.